Event description:
Customer reportedly received results of 120 mg/dl on compact plus system 1 and 70 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in compact plus system 2 (lot number and expiration date unknown). Reference medwatch report with (B)(4) for the suspect device used in compact plus system 1.